Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficulty deploying clip was unable to be tested. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. A definitive cause for the reported difficulty deploying the clip in this incident could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip was difficult to deploy. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (dmr) grade 4. Clip delivery system (cds 70217u173) advanced to the mitral valve and grasped the anterior 2 leaflet (a2) and posterior 2 leaflet (p2) without reported issue. During mitraclip deployment, the clip was difficult to release from the delivery system. Gentle turns on the delivery catheter (dc) handle were performed in the clockwise and counterclockwise directions. A gentle turn on the steerable guide catheter (sgc) in the clockwise and counterclockwise direction was also performed. The clip released after 2 minutes reducing the mr to grade 1-2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.